Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. The analyst noted that a large piece of tissue was on the helix, similar to that of dislodgement.

Event description:
It was reported that the lead had high thresholds and lost capture one day post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.